Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2025 due to an elevated blood glucose (bg) level (450 mg/dl). Prior to going to the ER, the customer attempted to treat the bg with a manual insulin injection. While at the ICU, the customer was treated with intravenous saline and insulin. The customer was released on (B)(6) 2025 with no permanent damage. The cause for the reported issue is unknown.